Manufacturer narrative:
Similar product to 190-000. The investigation is ongoing. A supplement report will be sent once the investigation is complete. Single use device, discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2022. Confirmation pcr testing (platform unknown) was performed on the same day and generated a negative result. No additional information was reported.

Manufacturer narrative:
G4: similar product to 193-000. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation. H3 other text : single use device, discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2022. Confirmation pcr testing (platform unknown) was performed on the same day and generated a negative result. No additional information was reported.